Event description:
The clinic reported a water leak from beneath the machine. Gambro technical services (gts) diagnosed a small leak from one of the right-hand balance chamber valves. The balance chamber assemblies were replaced to correct the condition. No pt injury or medical intervention was reported.